Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The subject is enrolled in the (B)(6) study and this per was identified upon a monitoring visit at the site. It was reported that the patient had pain and swelling to the leg.

Manufacturer narrative:
Unknown tibial cone implant; cat# unknown; lot# unknown. The following other devices were added to this report after submission of the initial report: unknown femoral cone implant; cat# unknown; lot# unknown. An event regarding pain and swelling involving a triathlon tibial cone augment was reported. The event was confirmed. Conclusions: the exact cause of the reported pain could not be determined. The patient has a history of persistent and recurrent infection. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The subject is enrolled in the post market (B)(6) study and this per was identified upon a monitoring visit at the site. It was reported that the patient had pain and swelling to the leg.